Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy tortuosity and moderate calcification. After pre-dilatation, the 2.75 x 33 mm xience xpedition stent was deployed. After deployment, an edge dissection was observed which was treated by implanting another xience stent. There was no adverse patient sequela. No additional information was provided.